Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). The device will be returned for analysis. This device is included in the september 10, 2018 hydrogen induced premature battery pacemaker advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). The device will be returned for analysis. This device is included in the september 10, 2018 hydrogen induced premature battery pacemaker advisory population.